Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the permanent cautery hook (pch) instrument was identified with an exposed metal shorting out or sparking. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have no product issue. The instrument was tested on an in-house system, and it passed the recognition, engagement, energy delivery in various grip orientations and electrical continuity tests. The instrument moved intuitively with full range of motion in all directions and was fully functional.